Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2019 with the following findings: during investigation, the keypad is cut and torn on up button. No peeling to keypad. Up key is over responsive, down, ok and contrast keys are working, removed the keypad, no evidence of contamination on key contacts. Up button contact is damaged. Additionally, the battery compartment was found to be cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was unresponsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.